Event description:
Following a generator's explant, it was received by the manufacturer on (B)(6) 2011 at settings indicative of a faulted diagnostic test. It is not known if the faulted test occurred prior to the patient's explant, affecting his therapy. Attempts for further information have been unsuccessful to date.